Event description:
It was reported by the patient that following tornadoes recently in the area the remote monitor failed to power up. The power indicator light remained lit, but when the start button was pressed, no other indicator lights came on and the monitor did not initiate a manual transmission. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that following tornadoes recently in the area the remote monitor fails to power up. The power indicator light remains lit, but when the start button is pressed, no other indicator lights come on and the monitor does not initiate a manual transmission. The monitor was replaced. No patient complications have been reported as a result of this event. It was further reported that the monitor has been returned.

Manufacturer narrative:
Product event summary: analysis on the monitor was performed and no defects were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.